Event description:
It was reported by the affiliate that the 1 er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clip could not normally close the artery. The pt experienced bleeding and was transfused 400ml of blood. The case was converted to an open procedure and completed by hand suturing.